Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single patient sample that was generated by the unicel dxi 800 access instrument. A patient sample was tested for accu tni and a result of " approx 1ng/ml" was obtained. The result was reported out of the lab. The original sample was re-tested for accu tni and the repeated result was " approx 0.30ng/ml". The customer re-tested the original sample once more and accu tni result was " approx 0.22ng/ml". The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Qc and system check data was not provided, but customer stated that qc was within range prior to and after this event. Pre-analytical sample handling information was not supplied. The customer declined service and stated they believe this event was due to pre-analytical sample handling. Based on available information, a field service engineer (fse) was on-site recently to service the instrument and the system is performing within specifications. A clear root cause has not been determined on this event. A malfunction will be assumed for the purpose of this report.